Manufacturer narrative:
Reliability analysis inspected 1 opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed per inspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
Customer reported that the quick serter seems not to be functioning properly. Customer stated that she inserted a new infusion set the day before and the serter released one side first and then the other. She stated she was not aware she was not receiving insulin until she noticed the blood glucose reached 400 mg/dl. Customer stated the cannula was bent. Customer stated she changed it and had to try four different infusion sets until she was able to insert it properly. Customer stated that the issue started a week ago. Current blood glucose is 118 mg/dl. Nothing further reported. Customer declined to troubleshoot for the high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.